Event description:
During verification testing at the service center, all three channels of the device did not sound an audible alarm tone during an alarm condition while on the low volume setting.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.